Event description:
It was reported that the patient had a system explant. The patient underwent a lead revision due to lead migration (mfg reference report: 3006705815-2019-00886 & 3006705815-2019-00887). During the procedure, the physician was unable to advance a new lead and decided to explant the entire system.